Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument failed initialization during in house testing but had no issues with removing the instrument from the arm. The root cause is non device related factors. An additional finding not reported by the site was also identified. The instrument was tested in house and failed during initialization due to a clamping homing failure. The logs showed no failures. No damage was found on the instrument. The root cause this failure is not determinable/applicable. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. Event verification: a review of the device logs for the stapler 45 (part# 470298-14 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the stapler 45 was last used on (B)(6) 2021 via system serial# sk1076. There were 18 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Advanced technical review: system log investigation: a review of the stapler log for the endowrist stapler 45 associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: logs show that pn 470298-14, lot t10200701-0012 fired qty 1 reload (green). Firing was completed per the logs, as was the unclamp that followed. Roughly 20 seconds after the unclamp event, the msc logs show an error 31009 (tool sensors missing) indicating that ¿a tool was fully detected, but then lost 1 or more but not all of the tool sensors for 3+ seconds on usm3¿. The endowrist stapler 45 was installed on usm3 at the time of the error 31009. This loss of sensors would typically prompt a message that asks the user to manually unclamp via the srk. Msc logs show that e-stop was pressed a couple minutes after the error 31009, and also that the system detected use of the srk on the stapler instrument. The cause of the 31009 error is not known, but it could happen if there is an external collision between usms that dislodges the instrument from the sterile adapter, or if the instrument is removed from the sterile adapter and re-installed very quickly (within 1 second or less). This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the endowrist stapler 45 failed to unclamp with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a message prompting 'use stapler release kit (srk) to unclamp' appeared when the surgeon was trying to unclamp the stapler 45 instrument on arm3. The customer used the srk to remove the instrument from the arm. The customer used a backup instrument of the same kind to continue. The customer was advised to return the instrument for further investigation. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the biomedical engineer who reported the issue and obtained the following additional information: the instrument was inspected prior to use with no abnormality found. The surgeon was resecting the rectum when the issue occurred. A green reload was in use and the surgeon selected this particular reload because the male patient had a thick rectum. The stapler instrument was stuck after separation. The issue occurred after the first fire. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material was used. There were no malformed staples. Clamping before disconnection was completed on the first fire. The surgeon was trying to staple rectum tissue at the time. The reload is not being returned because there was no stapling issue. During the clamping sequence, there was no withhold time since clamping was completed. The rectum was grasped when the issue occurred and the srk was able to successfully open the jaws and release the tissue.